Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pck671, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a rectal surgery on (B)(6) 2020 and suture was used. During the procedure, the needle broke when it was used to sew. Changed another one to complete the surgery. There is no report on patient's injury. No adverse patient consequences were reported. No additional information could be provided.